Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient was walking her dog and got a jolt from lightning about a month and a half prior to the report, confirmed as 2016. Since then, she has had charging issues. It was taking too long and the implantable neurostimulator recharger antenna was getting really hot. It takes over 3 hours to get from 25%-75%. Normally the patient gets 8 coupling bars. Before it was difficult, but not as long as it is now. The patient mentioned that she hasn¿t had her implantable neurostimulator fully charged in over 9 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had not been working since being shocked by lightning when walking their dog. Then around (B)(6) 2017, the ins has been really hurting them; they have been in a lot of pain. Additionally, their ins was almost poking through their skin. They have experienced shocking intermittently even when the ins is off. Every time they would try to charge the ins, it would go out quickly. They stated they thought "they could work with it" but it was decided to have the ins explanted, which was scheduled for (B)(6) 2018. No further complications were reported or anticipated.